Event description:
It was reported that while emptying a waste removal device in the utility room, surgical fluid waste began spraying from the back of the docker unit. The leaked waste did not contact any users. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service tech was dispatched to the user facility and the docker was evaluated, however the complaint could not be replicated. Backflow from the wall plumbing was observed and the issue was reported to the user facility's maintenance dept. The plumbing was adjusted and the backflow issue was resolved. Preventative maintenance was performed on the docker and the device was returned to use.